Event description:
The subject device was used during a laparoscopic gastrectomy. The surgeon found that the ptfe pad of the device was separated when unk error message was displayed and the surgeon checked the device. The procedure was completed a different device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output for an extended time after the tissue already cut.